Event description:
No flow was reported to have occurred while attempting to infuse tylenol through a secondary medication set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information in date of this report and date received by manufacturer. The date in date of this report and date received by manufacturer of the initial MDR should have been (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.